Manufacturer narrative:
Qn# (B)(4). The customer returned one introducer needle and lidstock for evaluation. Visual and microscopic examination of the needle revealed a crack in the introducer needle hub. The needle hub was tested for leaks by attaching a returned ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record review was performed and no relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by complaint investigation. The returned introducer needle hub contained a crack. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
It was reported a puncture of the vein (access unknown), after aspiration the physician feared that he caused a pneumothorax but then he noted that the needle hub was damaged (cracked). No patient injury, a new set was used successfully.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a puncture of the vein (access unknown), after aspiration the physician feared that he caused a pneumothorax but then he noted that the needle hub was damaged (cracked). No patient injury, a new set was used successfully.